Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, false episodes of cardiac pauses were noted due to undersensing on the implantable cardiac monitor. No intervention was performed at this time. No patient consequences were noted.